Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer called into philips to report that the device is failing the system check. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
The device was only evaluated by the customer and the problem was reproduced. The customer has refused repair at this time.